Event description:
The pt was enrolled in the study with a lesion in the right internal carotid artery. The lesion was mildly calcified and tortuous with 65% stenosis. An angioguard was delivered and a precise stent was successfully deployed. After the stent was placed, the pt's blood pressure dropped. The pt was put on a vasopressor (dopamine) for four days and recovered. Nine days later, the pt developed a fever caused by a urinary tract infection. The pt was monitored carefully without any treatment. The pt recovered and was discharged.

Manufacturer narrative:
This is one of two prods involved with this adverse event in which associated MFR report numbers are 1016427-2008-00274. Add'l info will be submitted upon 30 days of receipt.